Event description:
Customer reported via phone, the drive support cap on the insulin pump was flush. Customer's blood glucose was 187 mg/dl. Customer was unaware how damage occurred. Customer mentioned she was hospitalized due to low blood glucose and previously had unexplained low blood glucose levels. Customer initially had blood glucose of 44 mg/dl, treated with an apple and after that she wasn't sure what happened as paramedics were called and she was admitted. Blood glucose at the time of admission was 44 mg/dl. Customer stated prior to the hospitalization the reservoir still had insulin up to the first line and once she was at the hospital it was empty. Customer states, it was unknown what caused low. During troubleshooting customer stated the statues screen on the device and reservoir displayed the same about of insulin. Customer was advised the insulin pump was being replaced due to drive support cap damage. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating current within specification and it passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The drive support cap was inspected and no anomaly was noted. The device had cracked case reservoir tube lip and minor scratches on the lcd window. No unexpected bolus delivery anomaly noted. The low reservoir alarm feature was working properly.